Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: voicemail: consumer left voicemail reporting a problem with pen needles. She stated that there is no insulin coming through the needles. Also stated that her injections are painful.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was unable to deliver insulin. The following information was provided by the initial reporter: voicemail: consumer left voicemail reporting a problem with pen needles. She stated that there is no insulin coming through the needles. Also stated that her injections are painful.